Manufacturer narrative:
H3: received per litigation. No customer contact allowed.

Event description:
Plaintiff reports initial bilateral implantation on 1/2/81. Plaintiff alleges "significant pain and physical discomfort."